Manufacturer narrative:
A customer from (B)(6) alleged a discrepant sars-cov-2 result for a single patient while testing with the cobas® sars-cov-2 & influenza a/b test on the liat analyzer. No harm was alleged. An investigation indicated the sample was near the limit of detection and the product is functioning as intended. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for a single patient while testing with the cobas® sars-cov-2 & influenza a/b test on the liat analyzer. The patient sample initially generated a sars-cov-2 positive result but was negative when repeated on a different platform. The negative repeat result was released and no harm was alleged. An investigation was conducted which did not identify any product problem. Review of the run data revealed delayed amplification and a late CT value indicative of a sample near or below the limit of detection (lod). Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. The product is working as intended.